Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that upon replacement of a patient's generator for end-of-service, the explanted generator appeared to have corrosion. The cause of the corrosion is unknown at this time. The device has been returned to the manufacturer for analysis. The device has yet to be analyzed.